Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "no readings", "sensor error" or "brief sensor issue" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.